Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A followup MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred in the left common carotid artery during placement of the enroute arterial sheath. The dissection was covered with an unplanned additional stent. The procedure was completed, and the patient was neurologically intact.